Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was able to duplicate reported issues. During testing the ventilator instantly shut down. Internal inspection revealed a blown resister on power board. Further testing revealed that the internal battery was not holding a charge. The service technician replaced the power board and internal battery and resolved the reported issue.

Event description:
The customer reported model lap top ventilator 1100 internal battery does not hold a charge. The ventilator shuts down immediately when unplugged from any power source. Upon further investigation, the customer confirmed there was no patient involvement associated with this event.